Event description:
Caller reported a malfunction on the pump, which displayed malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was instructed by tandem technical support to continue using the current pump with the mobile app and manual injections as backup. Technical support arranged for a replacement pump with updated software to be sent to the customer, who was informed to return the faulty pump using the provided return box and label. Customer acknowledged the need to program settings and connect their cgm to the new pump.